Event description:
Baxter sales representative phoned in a report on (B)(6) 2010 of a customer that experienced tubing that disconnected from the drip chamber which caused 77 cc's of fentanyl to spill onto the floor. The patient did receive their entire dosage of medication. This incident occurred with the interlink continu-flo solution set, product code 2c6537, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.

Manufacturer narrative:
Evaluation results:the reported condition of the tubing disconnected from the drip chamber was confirmed. The complaint sample was received with tubing separated from the drip chamber. From the visual inspection of the returned sample, there appears to be sufficient solvent being applied. However, the separation could be attributed to insufficient tubing insertion into the chamber as the tubing appeared to be squeezed at its end. (B)(4).